Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose (bg) level was 311 mg/dl. Customer delivered a bolus to address bg levels. Reportedly, the customer had syringes as back up therapy.